Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage occurred. A 3.50mm x 8mm promus element ¿ stent was selected. During unpacking of the device, it was noted that the stent had been lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified distal stent damage. Stent struts were raised and the stent appeared flattened. No kinks or damage were noted along the shaft of the device. A microscopic examination of the tip and balloon found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage occurred. A 3.50mm x 8mm promus element stent was selected. During unpacking of the device, it was noted that the stent had been lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).